Manufacturer narrative:
Examination of the submitted trial extractor and stem trial confirmed the threads are fractured. Evidence of heavy usage is evident on both the extractor and stem trial. Based on the age and overall condition of the instruments the root cause is attributed to product wear out through normal usage. Based on the investigation determination of product wearout through normal usage as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Stem trail extractor tip has broken off inside tapered stem trial. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint remains under investigation. Depuy will notify the FDA of the results of the investigation upon its completion.